Manufacturer narrative:
(B)(4). Motor error alarm during occlusion test due to faulty fsr(gold). Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low battery alarm or blank display noted. Motor passed motor test. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the insulin pump has been experiencing some issues. Customer stated they have been changing the battery more than usual for past three weeks. Customer has been able to get a couple of months on the battery. Last week she changed the batter and my monday the insulin pump had died, without no low battery warning. Customer's mother stated the battery compartment had a crack. Customer's blood glucose was reported at 197 mg/dl. Customer's mother does not know how the damage occurred. Customer's mother was advised to have the customer discontinue use of the device and revert to their back up plan per their health care provider's instructions. Also the insulin pump needed to be replaced. The insulin pump was returned for analysis.